Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator the lower display was not working. The ventilator was not on a patient at the time of the event. To correct the issue the service engineer checked all electrical connections between gui cpu (graphical user interface central process unit) and the display and reconnected properly. The unit passed all testing and operates within the manufacturing specifications.